Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having short of breath, coughing up blood and spots on lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having short of breath, coughing up blood and spots on lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fine powder contaminant (white) within blower box and on blower, hair like contaminant (white and light brown) on blower air exit, minor discoloration of the internal surfaces of the display and bottom base panels, fluid ingress and mineral deposits observed in blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of fine powder contaminant (white) within blower box and on blower, hair like contaminant (white and light brown) on blower air exit, minor discoloration of the internal surfaces of the display and bottom base panels, fluid ingress and mineral deposits observed in blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.